Manufacturer narrative:
Out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator was alarming during normal ventilation operation due to a pressure sensors failure. The customer reported the device was in use on a patient and there was no patient harm. During normal ventilation operation, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical technician contacted manufacturers product support engineer (pse) for assistance. The biomedical technician was unable to duplicate the reported problem. Pse recommended replacement of the data acquisition board to address the reported problem.